Event description:
It was reported that, "the doctor put the k wire in and the wire wouldn't pass through the distal tip of the reamer it is possible that the tip is bent. The sales rep attempted to pass a wire through after the surgery and the wire still would not pass. The reamer worked during the prior surgery but with slight difficulty."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.